Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument monopolar yaw pulley pin was found to be dislodged. The pin sticks out on one side. It was confirmed that boss feature on the yaw pulley was protruding above outer surface of the distal clevis ear. The ear was cut off to find the boss feature broken at its base. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional observations not reported by site are thermal damage to the yaw pulley and conductor cap. The base of the yaw pulley exhibited charring adjacent to the conductor wire. The cap exhibited charring and melting below the hole for the yaw pulley boss feature. The conductor wire was found to be broken at the weld, which likely caused the thermal damage. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, ¿the joint is out of order before the end of the intended uses¿ of the permanent cautery hook instrument. The procedure was completed with no report of patient harm, adverse outcome or injury.